Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter alleging an intermittent power issue with the pump. The reporter claimed that the pump was powering off. The reporter did not allege any harm or injury because of the alleged issue. The reporter claimed that the pump powered off without any alarms or warnings while the patient was at school that day. A school nurse changed the pump's battery but the device allegedly powered off. When the reporter replaced the pump's battery, the device still powered off. When she replaced the pump's battery cap, the device powered on. When the reporter put the old battery cap back on the pump powered on. A review of the pump's alarm history revealed no low or replace battery warnings. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 20120. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded on (B)(4) 2012. The battery cap that was returned with the pump was noted to be within specifications and attached to the pump properly for testing. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump cover was removed for investigation and revealed no evidence of internal moisture, damage or defect.